Manufacturer narrative:
Follow-up #1 date of submission 01/29/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings:investigation revealed that the display screen was dim and discolored. Unrelated to the complaint, a battery compartment crack was discovered during evaluation.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the display was dim and discolored. It was reported the issue happened at once one month prior to the complaint. The reporter stated the display was difficult to read in a bright setting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.